Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated that she gave herself bolus and the numbers started rolling up on their own. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.